Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic hernia repair, a distal balloon was inflated with twenty milliliters of air but became deflated after camera was inserted. Balloon was removed and tried to inflate outside abdomen but would not inflate. It was also reported that another device was available and the procedure was completed successfully with no other reported complications.